Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of crimped cannula from (B)(6) 2025. The issues occurred with eight similar types of infusion sets. The symptoms occurred within three hours of insertion. The site was patient's abdomen, buttocks, legs, arms. The blood glucose level of the patient was above 500 mg/dl which was treated with changing infusion sets multiple times before taking bolus. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final MDR (B)(4) - device 3 of 8.